Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the insertion tube damage was likely caused by stress applied to the device, or handling of the device. However, a definitive root cause could not be determined. The device's instruction manual provides the following information regarding inspection of the endoscope: "1. Inspect the control section, video connector and light guide connector section for excessive scratching, deformities, or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists, or other irregularities. 3. Inspect the external surface of the entire insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally rigid.¿ in addition, service found that the control lever was damaged and the bending angulation wire was cut, confirming the customer's reported issue. Service also found there was an air leak due to a puncture in the insertion section. An air leak was observed due to a perforation in the forceps/instrument channel. Corrosion was observed in the control body due to fluid ingress. A leak was observed in the light guide (lg) bundle, and the lg venting connector was dirty. The adhesive at the distal end was chipped. The image sensor was damaged. Several device components demonstrated scratches and wear. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported there was an angulation defect with the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During the inspection and testing of the device, service found the insertion tube was damaged, with the internal wire braiding sticking out of the insertion tube covering. This report is being submitted for the malfunction found during evaluation of the device (wires sticking out).